Manufacturer narrative:
Product event summary: analysis confirmed the stated reason for return of "touch pen and screen faulty", the touch screen was damaged and no longer responds properly. System update errors were also noted. Due to a lack of replacement parts the programmer was to be scrapped.

Event description:
It was reported that the programmer's touch screen and stylus touch pen were faulty. The programmer has not been returned for service. No patient complications have been reported as a result of this event. It was further reported that the product had been returned to service. It was further reported that the programmer was changed out at the clinic prior to its return.